Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified common femoral artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for post-dilation. However, upon the first inflation at 4 atmospheres for 3 seconds, contrast media was found to be leaking under fluoroscopy and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.